Event description:
The patient underwent cardiac catheterization and became unstable in cath lab, and moved to the operating room for emergency coronary artery bypass graft. Guide wires were left in the coronary arteries at the time of catheterizaiton to keep them patent. The surgeon removed these guide wires prior to going on bypass. Upon opening the diagonal, there was a small fragment of guide wire that had broken off and was remaining. The piece of guide wire was removed and sent to pathology.